Event description:
It was reported that a patient underwent a gynecological procedure and mesh was implanted. During a follow-up exam, the patient was found to have a small 1 cm mesh erosion of the vagina. The patient was advised to use a vagifem pessary. The patient was scheduled for surgery to repair the erosion and for an examination under anaesthesia with possible excision of exposed mesh and reclosure of the vaginal wall over the exposed mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The information contained in this file has been determined to be a duplicate of the event reported in mw# 2210968-2013-00666. Therefore, this medwatch 2210968-2013-00667 will be voided.